Manufacturer narrative:
E1: physician details provided. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9, h3 ; device return status updated from returning to not returning. H6: device code 3190/na was removed and device code 1562/suture was added.

Event description:
Subsequent to the initially filed report, the following information was received. It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional premature ventricular contraction (pvc) ablation procedure. Reportedly, a suture break occurred during pre-close. The sheath was upsized to an 8.5f sheath and the pvc ablation procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
User facility medwatch report mw5119517 received that states "perclose device failure."

Manufacturer narrative:
Attachment medwatch report #: mw5119517. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.